Event description:
During treatment of an aneurysm (y stent of a recurrence in the left mca), resistance was encountered during advancement into the microcatheter. It was decided to withdrawal the coil. However, it appeared to be stuck. The coil stretched and prematurely detached during the retraction. The coil remained partially in the parent artery and the microcatheter. An attempt was made to retrieve the coil with retrieval devices unsuccessfully. A stent was placed to tack the coil to the parent vessel wall. A portion of the coil extended in the vessel (approximately 10-20mm) proximal to the stent. The vessel (approximately 10-20mm) proximal to the stent. The vessel was reported to be patent. On (B)(4) 2013 our representative spoke with the physician. He indicated the pt was doing okay. The pt experienced mild confusion, but no definite focal neuro deficits. The pt will be brought back in 1-2 months to treat the right mca aneurysm and look at the left mca treated during this incident. Pt information pt age and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned microcatheter revealed the inner diameter to be open without obstruction. The catheter outer diameter was buckled at about 10cm from the distal end. A 0.0140" wire was advanced through the device. Slight resistance was encountered at the point of the buckled damaged segment. The root cause of this complaint and damage cannot be determined definitively. The embolization coil and delivery pusher were not returned for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.